Event description:
A field service technician reported that the customer's device showed an unexpected loss of power in the memory logs. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
After replacing the power pcba, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The root cause of the reported problem was determined to be the power pcba.